Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that they were having issues with their infusion sets and upon inquiring further, it was discovered that he had been hospitalized for low blood glucose levels (B)(6) 2014. Blood glucose level was 567 mg/dl at time of hospitalization and customer was treated with intravenous insulin drip. Customer stated a heart attack was the cause of the hospitalization. Customer's blood glucose level was 638 mg/dl at time of reporting. Nothing further reported.